Event description:
The PICC nurse was called to insert a PICC line for a patient scheduled to receive long term IV antibiotics. The PICC was inserted without any difficulty. However, immediately after insertion, a leak was noted on the top portion of the PICC line by the wings. Upon closer inspection, a small slit lengthwise in the tip portion of the PICC next to the wings was noted. Prior to insertion, staff did not see a slit. However, the PICC rn explained that this is an unusual place to find a slit and that PICC staff would not routinely look closely at this area of the device prior to insertion. All other aspects of visual inspection prior to insertion found no defects. The rep was contacted by staff and the device was returned to her. The leaking PICC line was removed and the PICC rn attempted to do an exchange, which was unsuccessful. The patient was sent to radiology, where an interventional radiologist placed a PICC line with the assistance of fluoroscopy.====================== manufacturer response for 19 g 45cm PICC line 5f dual lumen, groshong nxt PICC line======================the PICC rn who placed the line contacted the manufacturer and returned the device as instructed.